Event description:
The cidex opa solution was white in color and odorless. The customer indicated that they used a 1:2 dilution for the negative control test, which is not (according to the product's instructions) for use. The solution was reportedly discarded immediately and there were no adverse events to patients. Since the solution was discarded, the product was not available for testing.